Manufacturer narrative:
There was no known patient involvement. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). Through follow-up communication livanova learned that the patient has history of arrhythmia. Based on information available, adverse event occurred two (2) hours later the low flow issue occurrence and there is no documentation of malfunction at the time of the arrhythmia. However, it remains unclear if patient arrhythmia was anyhow related to the low flow issues or to pre-existing patient conditions.

Event description:
Livanova received report that a patient experienced arrhythmia while tandemlife circuit was used. Reportedly CPR was conducted and drugs administered due to arrhythmia. The patient was then placed on ECMO and low flow was noticed. The ECMO circuit was replaced with a competitor's one and the low flow issue persisted. The patient was therefore re-cannulated and the complete ECMO circuit was replaced again. The problem could be solved.

Manufacturer narrative:
H10: reportedly, the low flow issue occurred at 19:00 and flow decreased from 2.9 lpm to 1.5 lpm. Mean arterial pressure was 60s. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.